Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that during a endobronchial ultrasonography using a guide sheath (ebus-gs) procedure, the x-ray opaque tip of the subject device fell into the patient's body. The x-ray opaque tip that have fallen off have not been collected. The intended procedure was completed with the same device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, - the lot number of the guide sheath (sg-200c) was "15k". - the dropped x-ray opaque chip was not sent. - the guide sheath had the x-ray opaque chip removed. - the tip of the tube was deformed into an elliptical shape. - from the fixing marks of the x-ray opaque tip remaining on the tube, omsc confirmed the position where the x-ray opaque tip was fixed, but there was no abnormality. - there were no other abnormalities that could lead to the event you pointed out. No abnormalities found from the device history record (DHR) with the lot number of the following items which relate to the reported event. ·insertion position of the tip ·outer diameter of the distal molding part ·appearance of guide sheath it is possible that the x-ray opaque chip has fallen off by the following mechanism depending on the condition of the actual product and the situation when a problem occurs. When the inductor was inserted, the tip of the inductor was in a bent state. The inductor joint was caught on the x-ray opaque tip. The actuator was moved forward and backward while the joint of the inductor was caught by the x-ray opaque tip, and the guide sheath was pulled in the pulling direction. The x-ray opaque tip was pushed and pulled while being caught by the inductor, and the position of the x-ray opaque tip was displaced. While advancing and retreating the inductor, the x-ray opaque chip came off the tube and fell off. The biopsy forceps cup was not completely closed (including the state where the biopsy tissue was grasped). The cup of biopsy forceps was caught on the x-ray opaque tip. While the biopsy forceps cup was caught by the x-ray opaque tip and the biopsy forceps were advancing and retreating, the x-ray opaque tip came off from the tube and fell off, causing deformation of the tube tip. However, the cause could not be identified. The above device handling has warned in the instruction manual.